Event description:
It was reported that during a hemicolectomy procedure, the posterior rectum wall was not stapled, took a new magazine and the staple height selector was broken. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the cut line complete? Were there staples missing from the staple line? Did the device start to deploy staples and cut then stop (partial fire)?